Manufacturer narrative:
Batch review performed on 15 february 2021: lot 181488: (B)(4) items manufactured and released on 13-june-2018. Expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another devices involved: batch review performed on 15 february 2021: anatomical shoulder system 04.01.0029 humeral anatomical metaphysis - cementless - 135° - 12 (k170910)lot. 1811030: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Anatomical shoulder system 04.01.0089 double eccenter (k170910)lot. 1905791: (B)(4) items manufactured and released on 22-oct-2019. Expiration date: 2024-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Anatomical shoulder system 04.01.0093 metal humeral head ø46 (k170910)lot. 183790: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to instability 8 months after the primary and the cause of the instability is unknown. The surgeon revised all anatomic components (except the stem) to reverse components and the surgery was completed successfully.